Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced witnessed ventricular tachycardia (vt) and subsequently passed away. It was alleged the device was involved in the patient death, however, the cardiac events prior to the patient death have not been communicated. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Not returned. Should any additional information related to this event become available, this event will be updated.